Event description:
The customer reported that the system shut down during a case. The system had to be rebooted and the procedure was completed. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.